Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The reporter identified a recurring packaging issue involving the taperloc device. The product box was found to be slightly compacted, which allowed the stem to protrude through the inner plastic packaging, resulting in a breach of sterile barrier integrity. The outer packaging was opened prior to any surgical use to assess product viability. No patients were involved, and no surgical cases were impacted.